Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens got stuck in the injector.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the nozzle. This incident occurred during the same surgery as FDA MDR 3012304651-2023-00107 and therefore resulted in prolonged surgery. A back-up lens was implanted successfully without further incident and without any injury to the patient. The device was retained and returned to rayner for evaluation. Product return inspection was carried out on (B)(6) 2023. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that one of the movable flaps was partly open, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was found to be jammed inside the tip of the nozzle. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. The plunger tip was observed to be bent. On removal of the lens from the injector, the trailing haptic was observed to be damaged, with a broken trailing haptic. To facilitate further testing of the injector, the injector was re-assembled with a new plunger. 1x rayone aspheric rao600c +21.0 d from rayner's stock was loaded and injected as per the IFU. Ophteisbio 3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. While product inspection confirmed the event as reported, from the testing performed we were not able to replicate the event as reported. Product testing performed confirms that the device performs as intended. No fault of the rayner injector was found. Our review of production records for the rayone aspheric rao600c batch 033210131 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 033210131.